Event description:
It was reported that bd syringe 50cc ll tip convenience pak had scale marking issue the following information was provided by the initial reporter: it was reported by customer that they identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) without any marked increments. Verbatim: rcc received a complaint via email. Bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak (ref (B)(4) lot 4037356, exp 2029-01-31). On 4/4/24, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) without any marked increments or numbers. No patient harm. Syringe issue was escalated and removed from IV complex. Picture and sample will be sent by customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of scale marking issues was confirmed upon inspection and testing of the samples. Analysis of the sample and photos showed that the syringe barrel was missing its scale markings. Bd determined that the cause of the failure was related to our manufacturing process. There is the possibility a jam occurred on the printing line which resulted in the blank syringe. The sample shall be shown to manufacturing associates to increase awareness of the failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information.